Event description:
The cine function failed to operate, thereby a losing subtraction, road-mapping, or other critical vascular cine functions. This is a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and replaced the cine drive. The system operates as intended.